Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding), abnormal bleeding ( menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 49-year-old female patient who had essure (batch no. 624835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, depression, chest pressure, dizziness, nausea, dehydration, hypokalemia, diarrhea, weight loss, palpitations, shortness of breath, insomnia, abdominal pain, malaise, appetite lost and frequency urinary. Previously administered products included for an unreported indication: omeprazole magnesium from (B)(6) 2008 to (B)(6) 2008. Concurrent conditions included gerd, low back pain, spinal operation, hip replacement, lower abdominal pain, menometrorrhagia, blurred vision, chest tightness, jaw pain, ear discomfort, syncope, neck pain, arthralgia, tingling, vertigo, neck stiffness, constipation, skin irritation, dysfunctional uterine bleeding, bacterial vaginosis and temporomandibular joint disorder. Concomitant products included benzonatate from (B)(6) 2014 to (B)(6) 2014, cefuroxime axetil from (B)(6) 2010 to (B)(6) 2011, codeine, dexamethasone from (B)(6) 2013 to (B)(6) 2014, doxycycline hyclate from (B)(6) 2009 to (B)(6) 2011, ergocalciferol from (B)(6) 2013 to (B)(6) 2014, guaifenesin from (B)(6) 2010 to (B)(6) 2015, ketorolac from (B)(6) 2009 to (B)(6) 2011, lactulose from (B)(6) 2013 to (B)(6) 2015, macrogol 3350;potassium chloride;sodium bicarbonate;sodium chloride;sodium sulfate (peg 3350 & electrolytes) from (B)(6) 2014 to (B)(6) 2014, medroxyprogesterone acetate (depoprovera) from (B)(6) 2009 to (B)(6) 2009, metronidazole from (B)(6) 2013 to (B)(6) 2013 and triamcinolone acetonide from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal infection ("vaginal infection\ infection (bladder/ urinary tract/vaginal) type: vaginal,") with vaginal discharge. In (B)(6) 2014, the patient experienced depression ("psych injury / psychological or psychiatric problems condition: depression"), headache ("headaches"), migraine ("migraines / headaches") and anxiety ("anxiety and mental anguish"). On (B)(6) 2015, the patient experienced urinary tract infection ("uti,infection (bladder/ urinary tract/vaginal) type: uti"), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), the first episode of fatigue ("fatigue"), metrorrhagia ("metrorrhagia"), the second episode of fatigue ("fatigue"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complication-yes"). The patient was treated with bupivacaine, cefalexin (cephalexin), duloxetine hydrochloride (cymbalta), hydrocodone, ibuprofen, lidocaine, lorazepam, omeprazole, sumatriptan, topiramate (topamax), trazodone, triamcinolone, venlafaxine and surgery (hysterectomy + bi-so and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, urinary tract infection, vaginal infection, headache, metrorrhagia and bacterial vaginosis had resolved and the vaginal haemorrhage, depression, migraine, anxiety, the last episode of fatigue and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: patient received treatment for general abnormal bleeding, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, uti, vaginal discharge, vaginal infection, fatigue, headaches. Discremptency- in previous fu provided removal date & in current fu patient reported ''I do not have money and definite plans for further removal at this time.'' Discrepancy : previously reported date of removal now it is reported have you had your essure (or any part of the device) removed? No. Insertion details: left ostium 2 coils,right ostium 3 coils. Discrepancy noted in removal date- (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 176.78 kgs. Hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occluded.total bilateral occlusion. Imaging procedure - on (B)(6) 2009: the fallopian tubes were blocked. Pregnancy test urine - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine, fatigue, vaginal bleeding, dysmenorrhea, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- bladder / urinary, bacterial vaginosis, metrorrhagia, fatigue, post removal complication-yes. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding), abnormal bleeding ( menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 49-year-old female patient who had essure (batch no. 624835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, depression, chest pressure, dizziness, nausea, dehydration, hypokalemia, diarrhea, weight loss, palpitations, shortness of breath, insomnia, abdominal pain, malaise, appetite lost and frequency urinary. Previously administered products included for an unreported indication: omeprazole magnesium from (B)(6) 2008 to (B)(6) 2008. Concurrent conditions included gerd, low back pain, spinal operation, hip replacement, lower abdominal pain, menometrorrhagia, blurred vision, chest tightness, jaw pain, ear discomfort, syncope, neck pain, arthralgia, tingling, vertigo, neck stiffness, constipation, skin irritation, dysfunctional uterine bleeding, bacterial vaginosis and temporomandibular joint disorder. Concomitant products included benzonatate from (B)(6) 2014 to (B)(6) 2014, cefuroxime axetil from (B)(6) 2010 to (B)(6) 2011, codeine, dexamethasone from (B)(6) 2013 to (B)(6) 2014, doxycycline hyclate from (B)(6) 2009 to (B)(6) 2011, ergocalciferol from (B)(6) 2013 to (B)(6) 2014, guaifenesin from (B)(6) 2010 to (B)(6) 2015, ketorolac from (B)(6) 2009 to (B)(6) 2011, lactulose from (B)(6) 2013 to (B)(6) 2015, macrogol 3350; potassium chloride; sodium bicarbonate; sodium chloride; sodium sulfate (peg 3350 & electrolytes) from (B)(6) 2014 to (B)(6) 2014, medroxyprogesterone acetate (depoprovera) from (B)(6) 2009 to (B)(6) 2009, metronidazole from (B)(6) 2013 to (B)(6) 2013 and triamcinolone acetonide from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal infection ("vaginal infection\ infection (bladder/ urinary tract/vaginal) type: vaginal,") with vaginal discharge. In (B)(6) 2014, the patient experienced depression ("psych injury / psychological or psychiatric problems condition: depression"), headache ("headaches"), migraine ("migraines / headaches") and anxiety ("anxiety and mental anguish"). On (B)(6) 2015, the patient experienced urinary tract infection ("uti,infection (bladder/ urinary tract/vaginal) type: uti"), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), the first episode of fatigue ("fatigue"), metrorrhagia ("metrorrhagia"), the second episode of fatigue ("fatigue"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post removal complication-yes"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and cystitis ("bladder infection"). The patient was treated with bupivacaine, cefalexin (cephalexin), duloxetine hydrochloride (cymbalta), hydrocodone, ibuprofen, lidocaine, lorazepam, omeprazole, sumatriptan, topiramate (topamax), trazodone, triamcinolone, venlafaxine and surgery (hysterectomy + bi-so and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, urinary tract infection, vaginal infection, headache, metrorrhagia and bacterial vaginosis had resolved and the vaginal haemorrhage, depression, migraine, anxiety, the last episode of fatigue, post procedural complication, bladder disorder, urinary tract disorder and cystitis outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of fatigue and the second episode of fatigue to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient received treatment for general abnormal bleeding, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, uti, vaginal discharge, vaginal infection, fatigue, headaches. Discremptency- in previous fu provided removal date & in current fu patient reported ''I do not have money and definite plans for further removal at this time.'' Discrepancy : previously reported date of removal now it is reported have you had your essure (or any part of the device) removed? No insertion details: left ostium 2 coils,right ostium 3 coils. Discrepancy noted in removal date- (B)(6) 2016 received treatment for migration pain, bleeding, bladder/urinary problem, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 176.78 kgs. Hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occluded.total bilateral occlusion. Imaging procedure - on (B)(6) 2009: the fallopian tubes were blocked. Pregnancy test urine - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine, fatigue, vaginal bleeding, dysmenorrhea, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event bladder problem, urinary problem, bladder infection were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding), abnormal bleeding ( menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('general abnormal bleeding') in a 49-year-old female patient who had essure (batch no. 624835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, depression, chest pressure, dizziness, nausea, dehydration, hypokalemia, diarrhea, weight loss, palpitations, shortness of breath, insomnia, abdominal pain and malaise. Previously administered products included for an unreported indication: omeprazole magnesium from (B)(6) 2008 to (B)(6) 2008. Concurrent conditions included gerd, low back pain, spinal operation, hip replacement, lower abdominal pain, menometrorrhagia, blurred vision, chest tightness, jaw pain, ear discomfort, syncope, neck pain, arthralgia, tingling, vertigo, neck stiffness, constipation and skin irritation. Concomitant products included benzonatate from (B)(6) 2014 to (B)(6) 2014, cefuroxime axetil from (B)(6) 2010 to (B)(6) 2011, codeine, dexamethasone from (B)(6) 2013 to (B)(6) 2014, doxycycline hyclate from (B)(6) 2009 to (B)(6) 2011, ergocalciferol from (B)(6) 2013 to (B)(6) 2014, guaifenesin from (B)(6) 2010 to (B)(6) 2015, ketorolac from (B)(6) 2009 to (B)(6) 2011, lactulose from (B)(6) 2013 to (B)(6) 2015, macrogol 3350;potassium chloride;sodium bicarbonate;sodium chloride;sodium sulfate (peg 3350 & electrolytes) from (B)(6) 2014 to (B)(6) 2014, medroxyprogesterone acetate (depoprovera) from (B)(6) 2009 to (B)(6) 2009, metronidazole from (B)(6) 2013 to (B)(6) 2013 and triamcinolone acetonide from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal infection ("vaginal infection\ infection (bladder/ urinary tract/vaginal) type: vaginal,") with vaginal discharge. In (B)(6) 2014, the patient experienced depression ("psych injury / psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches") and anxiety ("anxiety and mental anguish"). On (B)(6) 2015, the patient experienced urinary tract infection ("uti,infection (bladder/ urinary tract/vaginal) type: uti"), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with bupivacaine, cefalexin (cephalexin), duloxetine hydrochloride (cymbalta), hydrocodone, ibuprofen, lidocaine, lorazepam, sumatriptan, topiramate (topamax), trazodone, triamcinolone, venlafaxine and surgery (hysterectomy (full) and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, urinary tract infection, vaginal infection, fatigue and headache had resolved and the vaginal haemorrhage, depression, migraine and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for general abnormal bleeding, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, uti, vaginal discharge, vaginal infection, fatigue, headaches. Discremptency- in previous fu provided removal date & in current fu patient reported ''I do not have money and definite plans for further removal at this time.'' Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 176.78 kgs. Hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occluded.total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine, fatigue, vaginal bleeding, dysmenorrhea, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding), abnormal bleeding ( menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('general abnormal bleeding') in a 49-year-old female patient who had essure (batch no. 624835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, depression, chest pressure, dizziness, nausea, dehydration, hypokalemia, diarrhea, weight loss, palpitations, shortness of breath, insomnia, abdominal pain and malaise. Previously administered products included for an unreported indication: omeprazole magnesium from (B)(6) 2008 to (B)(6) 2008. Concurrent conditions included gerd, low back pain, spinal operation, hip replacement, lower abdominal pain, menometrorrhagia, blurred vision, chest tightness, jaw pain, ear discomfort, syncope, neck pain, arthralgia, tingling, vertigo, neck stiffness, constipation and skin irritation. Concomitant products included benzonatate from (B)(6) 2014 to (B)(6) 2014, cefuroxime axetil from (B)(6) 2010 to (B)(6) 2011, codeine, dexamethasone from (B)(6) 2013 to (B)(6) 2014, doxycycline hyclate from (B)(6) 2009 to (B)(6) 2011, ergocalciferol from (B)(6) 2013 to (B)(6) 2014, guaifenesin from (B)(6) 2010 to december 2015, ketorolac from (B)(6) 2009 to (B)(6) 2011, lactulose from (B)(6) 2013 to (B)(6) 2015, macrogol 3350 (peg 3350) from (B)(6) 2014 to (B)(6) 2014, medroxyprogesterone acetate (depoprovera) from (B)(6) 2009 to (B)(6) 2009, metronidazole from (B)(6) 2013 to (B)(6) 2013 and triamcinolone acetonide from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal infection ("vaginal infection\ infection (bladder/ urinary tract/vaginal) type: vaginal,") with vaginal discharge. In (B)(6) 2014, the patient experienced depression ("psych injury / psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches") and anxiety ("anxiety and mental anguish"). On (B)(6) 2015, the patient experienced urinary tract infection ("uti,infection (bladder/ urinary tract/vaginal) type: uti"), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with bupivacaine, cefalexin (cephalexin), duloxetine hydrochloride (cymbalta), hydrocodone, ibuprofen, lidocaine, lorazepam, sumatriptan, topiramate (topamax), trazodone, triamcinolone, venlafaxine and surgery (hysterectomy (full) and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, urinary tract infection, vaginal infection, fatigue and headache had resolved and the vaginal haemorrhage, depression, migraine and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for general abnormal bleeding, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, uti, vaginal discharge, vaginal infection, fatigue, headaches. Discremptency- in previous fu provided removal date & in current fu patient reported ''I do not have money and definite plans for further removal at this time.'' Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 176.78 kgs. Hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occluded.total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine, fatigue, vaginal bleeding, dysmenorrhea, vaginal discharge. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: lot no. Was added. New events- abnormal bleeding (vaginal), migraines / headaches, anxiety were added & one event was updated from psyche injury to depression. Reporters were added. Concomitant & treatment drugs were added. Concomitant & historical conditions were added. Incident . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, urinary tract infection, vaginal infection, fatigue and headache had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain, psychological trauma, urinary tract infection and vaginal infection to be related to essure. The reporter commented: patient received treatment for general abnormal bleeding, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, uti, vaginal discharge, vaginal infection, fatigue, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New events: "general abnormal bleeding, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, uti, vaginal discharge, vaginal infection, fatigue, headaches" added. Incident . No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.